Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a micro disc surgical procedure but before use on a patient, it was observed that the attachment device was making a weird loud noise and had bad bearings. The reporter stated that the patient was already in the operating room, under anesthesia at the time of the event. It was reported that there were no delays as an identical spare device was available for use. It was reported that the surgery was successfully completed with no further incident. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition of the device making a weird loud noise was not confirmed; however, the reported condition of bad bearings was confirmed. A visual and functional assessment was performed on the device which found that the cutter could not be inserted into the device. During repair it was observed that the bearings were worn out and loose creating a situation where the cutter was not able to be inserted. It was determined that this was because the bearings were no longer in axial alignment and not allowing the cutter to pass through. It was determined that this failure was caused by worn out bearings from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.